Event description:
The IV catheter chosen for venipuncture on a laboring patient was taken to the bedside. It was a b. Braun introcan safety catheter. When the nurse prepared to start the IV, she noted the bevel was up. Upon insertion, the nurse noted that the catheter was difficult to pass through the skin. She stopped the procedure and inspected the catheter. The catheter was over almost the entire needle, with only a very small point of the tip of the needle exposed. She noted that this catheter was "covering the needle" more than she typically sees out of the package. She called another nurse to the bedside, who brought her another catheter and restarted the IV insertion successfully. The only injury to the patient was a small pinpoint abrasion to the outer layer of the skin and required no follow-up treatment. Upon further inspection of the catheter by the second nurse at the bedside, the safety mechanism was triggered, making the problem difficult to visualize/duplicate at the present time. It is difficult to determine if it was a packaging issue or a defect.